Event description:
Novocure was notified by wife of pt that pt may be discontinuing treatment with novo-ttf-100a and was admitted to hospital for cholecystitis and had a cholecystectomy. Pt with recurrent glioblastoma being treated with novo-ttf-100a therapy presented to emergency room on (B)(6) 2012 with increased confusion and lethargy, poor oral intake, nausea, vomiting, and right upper quadrant pain. Novo-ttf-100a therapy was not continued after admission to hospital. Key physical examination findings at admission included bp 180/104, hr 99, temperature 97.6f. Pt was alert but not orientated to time or place. Sclera were mildly icteric. Abdominal exam - right upper quadrant tenderness without abdominal distention. Cholecystectomy was performed (B)(6) 2012 for acute cholecystitis. Pt recovered from surgery and was discharged to rehabilitation facility on (B)(6) 2012. Pt was subsequently discharged home to hospice care (date not known) and died at home on (B)(6) 2012. Death certificate states cause of death as glioblastoma multiforme.

Manufacturer narrative:
The device was returned to novocure for eval on (B)(4) 2012. Eval of the log file confirmed the device was operating normally. No remedial action initiated. The novo-ttf-100a device is applied externally to the head to treat recurrent glioblastoma. From a scientific, technical and medical perspective, the device has no effect on the abdomen or gallbladder, thus the adverse event of acute cholecystitis is unrelated to treatment with the device. Use of the device was discontinued by the pt 24 hours prior to hospitalization. Note is made that lisinopril (one of the medications pt was taking at the time) has been associated with cholestatic jaundice, hepatitis and pancreatitis. There have been no other reports to the MFR of acute cholecystitis.